Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had passed away while wearing the pod, from a heart attack during a breathing episode. The wife stated that the omnipod had nothing to do with the death and he had passed because of a heart condition. She did not have the pod and did not give blood glucose results. The wife performed CPR before emergency services arrived. Patient was never transported to a hospital or facility.